Event description:
Coronary balloon catheter - shaft portion of catheter snapped into 2 pieces. Both pieces were still on coronary wire and moved into guide catheter and removed from the body. Had to pull whole setup out except sheath.